Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reporting questionable bolus advice by her performa combo. She says that according to the device's programming and patient's configurations, the device suggested wrong bolus advice. She confirms that the configuration of the device was not changed. Patient is pregnant, and says that as her blood glucose was not stabilized, and she did not trust the recommendation of the device, she needed to go to the hospital (she also mentions that she went to the hospital because of kidney pain). Patient says she had hyperglycemia (no results obtained at the hospital were mentioned) and also she had renal colic. She stated she has no related diseases and that her kidney are normally operating. Patient stayed at the hospital with her pump on, and didn't mention any medication or amount of insulin taken. At the time of the phone call patient was still hospitalized. A request was made for the return of the device.